Event description:
The customer stated that no insulin exited the tubing while priming the insulin pump. The customer stated that he smelled insulin where the tubing connects to the reservoir, so he removed the reservoir from the insulin pump and there was moisture in the reservoir compartment. The customer stated that he had been wearing the reservoir for two days before he discovered the leak. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.